Event description:
Operators reported that just "touching" the top of the instrument caused the mean airway pressure (map) to drop 3 cmh20, and to increase again after corrective readjustment of map. The patient remained on this 3100a without compromise until another 3100a was available.